Manufacturer narrative:
At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not reportable. Philips received further information that the issue reported did not occur on the azurion system but on the philips hemodynamic system. There was no patient involved. As per the instructions for use "customer is advised to have redundant monitoring capabilities available. Philips interventional hemodynamic system should not be the sole means of monitoring patients." This complaint was incorrectly reported, no issue occurred on the azurion system.

Event description:
It has been reported to philips that the azurion device got a blue screen and needed to be restarted. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.